Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. It was also reported that the right atrial (ra) lead dislodged. High thresholds and stimulation were noted on the right ventricular (rv) lead. The ra lead was explanted and not replaced. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.